Event description:
A patient with a history of juvenile rheumatoid arthritis was implanted with a total hip in 2008. Subsequently, the patient underwent an unknown revision and a revision for infection. The patient fractured his femur and was implanted with a proximal femur hook plate in (B)(6) 2011. The patient sustained a periprosthetic femur fracture below the hook plate on (B)(6) 2012 and was taken to the or on (B)(6) 2012. The surgeon removed the hook plate, screws and cables and placed a variable angle condylar plate. All hardware that was removed was intact.

Manufacturer narrative:
Additional narrative: DHR review found nothing that would cause or contribute to the reported incident. Subject product lot met dimensional and visual requirements throughout manufacturing and release.